Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous femoral vein. During inflation of the 6mmx200mmx135cm armada 35 balloon dilatation catheter (bdc) at nominal pressure, contrast was noted to be leaking between the hub and the catheter. Reportedly, the armada 35 bdc was prepped prior to use without any issues noted. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another bdc was used to successfully complete the procedure. There was no additional information provided.